Event description:
The pt had a toxic reaction to an unk drug while participating in a clinical study. It was reported that the dr had to fill the pump with dexamethasone which was continuously delivered over 24 hr period.